Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown at the time of incident. Customer stated that they were unable to clear the alarm. Customer stated that they reset the insulin pump and the error occurred again. The insulin pump will be returned for analysis.